Manufacturer narrative:
Reported event of internal power failed to turn on. The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Manufacturer narrative:
Visual evaluation of the returned device showed that the cover had many scratches on it and should be replaced. Functional analysis revealed that all the knobs and switches functioned properly. Electrical evaluation showed that the system fault error massage appeared on power up. The front panel board was not functioning properly causing the system fault. The complaint was confirmed. The system boots up with system fault light lit. The most probable root cause of the failures identified is wear and tear. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
An event was reported to boston scientific corporation on an endostat iii rf generator. According to the complainant, the system boots up with a fault light. Diagnostics found that the internal power failed to turn on. It is unknown if the event took place during preparation or during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
An event was reported to boston scientific corporation on an endostat iii rf generator. According to the complainant, the system boots up with a fault light. Diagnostics found that the internal power failed to turn on. It is unknown if the event took place during preparation or during a procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.